Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The device sensing vector was in the secondary position. Technical services discussed some testing and programming options. Office testing found the best sensing vector was in the primary setting. The clinic may reprogram the system. There were no additional adverse patient effects. The system remains implanted.